Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or verify excessive no delivery alarm due to blank display. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received no delivery alarm and had high blood glucose. The customer's blood glucose was 429 mg/dl. The customer received the no delivery alarm. The high blood glucose was treated with the manual injections. The troubleshooting was declined for high blood glucose level. The customer reported that the insulin exited at the time of prime. The insulin pump will be returned for analysis.